Event description:
It was reported y a patient¿s mother that the vns had increased seizures when the doctor tried to change settings. The vns was removed in (B)(6) 2017. Additional relevant information has not been received to-date. The explanted devices have not been received by the manufacturer to-date.